Event description:
A pt underwent a two-level kyphoplasty procedure at levels l4 and l5. It was reported that during the procedure, the treating surgeon advanced the working cannula laterally past the anterior wall of the vertebral body. It was noted that the pt was bleeding. After the procedure was completed, it was noted that the pt wasn't doing well and was diagnosed with a laceration of a major blood vessel. The laceration was repaired. The pt was admitted to ICU in 2009, and was transferred onto the acute floor on the following month, where the pt expired. No resuscitative efforts were attempted. The surgeon listed the causes of death as chronic obstructive pulmonary disease (copd), congestive heart failure (chf) and cardiomyopathy. It was reported that in the surgeon's opinion, the kyphoplasty procedure did not contribute to the pt's death.

Manufacturer narrative:
Device not returned. Follow up with company representative.